Event description:
It was reported by the customer that a pyxis medstation es system drawers had failure, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failure was due to faulty controller board. A field service engineer replaced the controller board to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.